Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased spasticity. An (B)(6) study was performed and revealed the drug was not leaving the pump. A catheter issue was reported; however, it was unknown what specifically was occurring with regard to the catheter. Surgical evaluation was planned to occur, but no specific date had been scheduled as of the date of the report. The patient status at the time of this report was alive - no injury/no adverse event. The drug in the pump was baclofen.

Manufacturer narrative:
(B)(4).